Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the system pcb assembly and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was the single board computer (sbc) portion of the assembly, which was inoperative.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it could not complete the boot-up process. The device attempt to power on, but would freeze on the initial boot screen.